Event description:
Stabbing lower pelvic pain, menorrhagia, acid reflux, anxiety, bowel issues, night sweats, utis, yeast infections, weight gain, brain fog, heart palpitations, metallic taste, decreased libido, chronic fatigue. FDA safety report ID# (B)(4).